Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. Customer stated that the his son was swimming and insulin pump started alarming and buzzing also found crack on belt clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.